Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that there were discrepancies between the indicated remaining volume on this cadd legacy plus pump and actually remaining volume. No adverse effects reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with physical damaged found on pump. Visual inspection and accuracy test were performed. The customer's concern regarding failed accuracy was unable to be confirmed. During the investigation delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Based on the accuracy and investigation results, no corrective actions will be taken. No problem found.